Event description:
An email was received regarding a cadd cleo infusion set with list number 21-7220-24 and lot number 4461420. It was reported that the patient with diabetes changed the infusion set at approximately 2 pm, after which glucose levels began rising between 4¿9 pm, ranging from 250¿315 mg/dl. A manual injection of fast-acting insulin was later administered. The cannula was removed and found to be bent. The operator of the device was lay user/patient. The event occurred during infusion. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
A3a and a5: updated. D3 and d4: updated. D9 - date returned to MFR: 17-apr-2026. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection identified a bent cannula. Functional testing showed free flow from the infusion site cannula, as well as flow from the cannula base, indicating damage. The complainant¿s allegation was confirmed. The probable cause was determined to be the bent cannula.